Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Return of the rx xience stent delivery system (sds) may have aided in the investigation and determination of cause. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the moderately calcified patient anatomy, such that the balloon ruptured upon the first inflation at 7 atmospheres(atm) which is below the rbp of 16 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to deploy or balloon ruptures for this lot. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that the target lesion is in the left anterior descending artery and was moderately calcified with a 90% stenosis. Predilatation was performed with a non-abbott balloon. During deployment of the 2.5 x 23 mm xience v stent, the stent delivery system balloon ruptured at 7 atmospheres. Intra vascular ultrasound was performed to check the apposition of the stent and noted that the stent was not expanded enough and required additional dilatation for complete deployment. The procedure was completed. No patient effects were reported. Though requested, no additional information was provided.